Event description:
Surgeon reported that patient required a hip revision for infection. The same patient previously had a ceramic v40 head but the surgeon specified that the patient already had this replaced with a metal head. Surgeon unable to give further details.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.